Event description:
Device was explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.55. This finding is not related with the reported event. During the trend review of all split in patch complaints for gel breast implants for the period of may 2018 through apr 2020, was noted an outlier in apr 2018. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, white particles in the surface of the shell and weight to the spec. Cloudy was observed after autoclave disinfection process. A separation between the patch and the shell is observed according to qa199.55 under the ss code. Based on the device analysis the final assessment is: observed separation in the path and shell according to qa199.55 under the ss code is considered workmanship. A further investigation has been requested regarding the noted workmanship issue and results will be provided in a supplemental report.

Event description:
Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.